Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (lot f1531502) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. It was reported that the physician over-tamped. Based on the information provided, the root cause of the reported event may be attributed to incorrectly following the mynxgrip instruction for use (IFU), resulting in the sealant being deployed inside the vessel. Per the mynxgrip IFU for deploying the sealant, gently advance the advancer tube until the single marker is fully visible. If the tamp tube was advanced too far distally (still being advanced after the single marker was fully exposed), then the sealant could be pushed into the artery, potentially causing an occlusion. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that after the mynxgrip device was used for arterial closure following a diagnostic procedure, it was discovered that the sealant had misdeployed inside the vessel. All the steps were done correctly for the 6f procedural sheath removal; however, it was reported that the doctor over tamped. The stick location was reported to be medium. The device was removed using the normal lock, stabilize, and deflate steps. A golf ball size hematoma (6 cm or less) was observed immediately after the device was removed. Manual compression was applied for 20 minutes to treat the hematoma. After two hours of bed rest, the patient attempted to walk around and felt instant ankle pain with diminished dorsalis pedis pulses confirmed by doppler. The patient was transferred to another facility for evaluation. A cat scan was performed which showed stranding in the superficial femoral artery (sfa) and below the knee popliteal. The cat scan also showed an occlusion of trifurcation and tibial vessels from the misdeployed sealant. The patient was brought to the interventional radiology laboratory where the sealant which had travelled into the artery was aspirated out of the popliteal. Embolectomy was performed below the knee at trifurcation and tibial vessels. The patient's hospitalization was prolonged as a result of the mynx event. The patient was "doing well" upon discharge. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the following additional information: following arterial closure with a mynxgrip device, the patient was sent to recovery. The patient was later asked to walk the hallway, and when this was done, the patient's "leg and foot started turning black due to lack of oxygen." The patient reported a "clot" in the leg from the mynx sealant which was confirmed by the doctor. On the same day, the patient was transferred to another hospital, where the patient's left knee down to the left foot was surgically opened to remove the clot. The patient reported that the artery was ballooned to get the clot out. The patient almost had an amputation due to the leg not getting any oxygen for a period of time; however, the surgeon was able to save the patient's leg and restore blood flow. The patient spent 1 week in the intensive care unit (ICU) due to inability to walk. The patient was then transferred to rehab to help regain mobility. The patient is now walking; however, the patient has had ongoing neuropathy pain in the left leg since the incident. The patient was taking oral hydrocone for pain following the event, but this was discontinued. The patient is now just taking oral neurontin for neuropathy pain, but reports the pain remains unresolved.